Manufacturer narrative:
It was later confirmed by the customer that the 3rd party biomedical service replaced the device's therapy pcb assembly which resolved the reported issue. Once proper device operation was observed through functional and performance testing the unit was returned to the customer for use. Neither the device nor the removed therapy pcb assembly have been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4): physio-control provided the customer with technical assistance. It was later confirmed by the customer that they have sent their device to a 3rd party biomedical service for repair. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a failed a user test and would not complete the charge cycle in order to defibrillate. The customer could hear the charge tone, which would continue without reaching a full charge. There was no patient use associated with the reported event.